Manufacturer narrative:
Investigation conclusion: the customer did not provide a model number or lot number and they did not return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Event occurred in (B)(6). Complaint received from customer alleging false negative hcg results. No additional product or patient information provided. No confirmatory tests reported. Although requested, after two futile attempts to contact customer, no additional information was received.